Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-20 additional information was received from the patient. The patient called back to report that they received a follow-up letter from the manufacturer regarding this event. The patient repeated that they had some trouble with the external equipment when they were trying to prepare for an MRI, then they met with a rep who resolved the issue. The patient said their external equipment was working okay at the time of the call. Agent asked the patient if they wished to provide a response to any questions on the letter, but they said no.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence/urinary/bowel dysfunction it was reported that they have an MRI this morning, but they were not able to go through with the MRI because they could not get their implant to "cooperate." The patient stated that they were told by the facility that they might need to have their implant battery checked. The agent then reviewed general device use and walked the patient through pairing their external devices, but the patient confirmed seeing the not found - communicator screen. During the call, the agent had the patient retry a few times, but the patient then stated that they would just prefer to have someone troubleshoot for them. The agent redirected the patient to their hcp to further address the issue and reviewed the role of the representative.